Event description:
Olympus was informed that the user facility was not reprocessing the subject device in accordance with the directions for use. The user facility was reportedly connecting non-olympus accessories to the instrument channel ports during reprocessing in the facility's automatic endoscope re-processor (aer). Use of the non-olympus accessories would likely result in one or both of the dual instrument channels not being adequately flushed during reprocessing. User facility personnel stated that this practice had been in use for many years. There were no reports of patient infections or other adverse impacts associated with this report.

Manufacturer narrative:
The subject device of this report was not returned to olympus for evaluation. An olympus endoscopy support specialist (ess) has visited the user facility and provided in-service training on appropriate reprocessing of endoscopes. This report is being submitted as an MDR in an abundance of caution.